Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup mode. A firmware download successfully restored the device.

Manufacturer narrative:
.

Manufacturer narrative:
Final analysis of the pulse generator found normal device characteristics.